Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, some of the staples were unclosed and staple line was incomplete distally. The knife didn't cut all the way to the end even the bowel was 1cm shorter than the reload.